Manufacturer narrative:
Section a3/a4: patient gender/weight was not provided. Additional h6 codes: 4868 - hemodynamic instability. 1685 - abdominal pain. 1776 - chest pain. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted (B)(6) 2025 with low flow alarms due to right ventricular (rv) failure. The patient was sent home on dobutamine. Before discharge, an echocardiogram (echo) showed the aortic valve (av) not opening, interventricular septum (ivs) at midline, severe tricuspid regurgitation (tr), and rv severely reduced and dilated. One week after discharge ((B)(6) 2025), the patient had an international normalized ratio (inr) of 1.2. The patient denied missing doses. The patient no showed to the office visit and echo. The patient was admitted on (B)(6) 2025 with abdominal pain, diaphoresis, and chest pain (cp) worse with inspiration. Troponins were mildly elevated. Ventricular assist device (vad) indices were normal upon admission. A pulmonary embolism (pe) was assumed. The patient continued with cp. Troponins were greater than 25k. A right heart catheterization (rhc) and left heart catheterization (lhc) were performed. The left anterior descending (lad), ostial circumflex (cx) and mid cx arteries were 100% occluded. The rhc revealed right atrium (ra) pressure at 11, mean pulmonary artery (mpa) pressure at 14, pulmonary wedge (pw) pw pressure at 12, and cardiac index (ci) of 1.95. A few hours after the procedure, a code was called. The patient still had a pulse with epinephrine and dobutamine. The patient soon lost their pulse, and they were unable to be oxygenated. The patient was intubated, and cardiopulmonary resuscitation (CPR) was started, but the patient passed away. There was a suspected thrombus that led to a pump stoppage (very minimal noise heard) which led to cardiac arrest.

Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient¿s outcome could not be conclusively established through this evaluation. The report of suspected thrombus was unable to be confirmed as no diagnostic images, log files, or product were submitted for evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. It was reported that an autopsy will not be performed, and heartmate 3 lvas, serial number (B)(6), will not be explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists pump thrombosis, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, right heart failure, respiratory failure, and death as an adverse event that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 also warns that moderate to severe aortic insufficiency must be corrected at time of device implant. Patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Additionally, section 6 (under ¿right heart failure¿) outlines indications of right heart failure as well as possible treatments. Section 1 of the IFU provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This document also states to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.